Event description:
Non-delivery of secondary medication reported. The pump was set to deliver d5lr via primary line at an unspecified rate, and a piggyback infusion of gentamicin via secondary line. The report did not indicate if it was a concurrent delivery or secondary only. Possible dose limit of 50-100ml at 100ml/hr, but this is not specifically recalled. The pump display indicated delivery of the gentamicin had occurred, however, the i.v. Container was still full. There were no adverse effects to the pt. When the event was noted, the pump was switched out and the missed delivery was administered.

Manufacturer narrative:
The reported problem could not be confirmed. The frequency of death or serious injury for code 103 (underdelivery) for the lifecare 5000 is approximately 0.05/million sets.